Event description:
It was reported that this right ventricular (rv) lead exhibited a pace impedance measurement of greater than 3,000 ohms, resulting in a lead safety switch (lss). Technical services (ts) discussed troubleshooting options with the health care professional (hcp). This rv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).